Event description:
Intrusion of scleral buckling element left eye. Currently no severe visual problems but high likelihood retinal detachment or blockage of vision by element left eye. Device not implanted by rptr.